Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007: the patient presented with pre-operative diagnosis of chronic right cervical referred syndrome with central hnp, c5-6 and underwent microscopic anterior cervical discectomy and interbody fusion c5-6 (smith-robinson technique) using frozen fibular allograft and morselized left anterior iliac crest bone graft. Harvest of left anterior iliac crest bone graft via trephine. Anterior k2m pyrenees plate fixation c5-6. (B)(6) 2007: the patient presented with pre-operative diagnosis of pseudoarthrosis, l5-s1, status post anterior lumbar interbody fusion. The patient underwent percutaneous posterior fusion; left l5-s1, (via metrx) rhbmp-2/acs (small sponge), percutaneous pedicle fixation, l5-s1, (5.5 mm titanium rod and 6.5 mm titanium multiaxial screws). Per o.r. Notes: the patient was brought to the operating room where she underwent a satisfactory general intubation anesthetic after placement of intrathecal morphine. A short stout guidewire was then placed through the incision and docked at the l5-s1 facet on the left side directly over the disc space, followed by increasing diameter muscle dilators up to about 25 mm, followed by placement of a working cannula measuring 8 mm x 26 mm, docked directly against the spine, over the l5-s1 interspace, attached to flex arm attached to the operating table. After removal of the muscle dilators, the overlying muscle was then removed with electrocautery and pituitary rongeur, and the l5-s1 interspace was identified. A partial facetectomy was performed with a quarter-inch osteotome and pituitary rongeur, and then midas rex using am8 dissecting tool was then used to abrade the superior lamina of s1 and the inferior lamina of l5. No attempt was made to remove ligamentum flavum. The small rhbmp-2/acs sponge was then placed over the interspace followed by removal of the working cannula which allowed the muscle to fall into place. (B)(6) 2009: the patient presented with preoperative diagnosis of left carpal tunnel syndrome and underwent left carpal tunnel release. (B)(6) 2011, (B)(6) 2011, (B)(6) 2010, (B)(6) 2010, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2008,: the patient presented with preoperative diagnosis of history of lumbar fusion with post lumbar fusion syndrome, low back pain and sciatica and underwent caudal epidural steroid injection and fluoroscopic guidance. (B)(6) 2009: the patient presented with preoperative diagnosis of right carpal tunnel syndrome. And underwent right carpal tunnel release.